Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Only the negative result was released and no harm was alleged. An investigation was conducted which did not identify any product problem. The customer allegation was confirmed. A review of the data revealed that the original patient sample was near or below the limit of detection (lod), which suggests a low titer sample. The likely root cause of the discrepancy between the other assays and the liat can be attributed to the difference in assay sensitivity. As such, results with one assay may not be reproducible with a different assay. The analyzer is working well and the test is performing as expected. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The patient sample initially generated a positive sars-cov-2 result with a late CT value upon initial testing on a liat analyzer. The same sample was then tested on two different platforms generating negative results both times, for all targets. Only the negative result was released and no harm was alleged. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient sample was near or below the limit of detection. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.